Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. The customer was not practicing the proper air removal technique. Tandem technical support reminded customer this was off-label. Customer¿s blood glucose was 203 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.